Event description:
The physician placed the tracheobronchial wallstent in the pt's superior vena cava. This was not an approved indication for the stent. The diameter of the stent the physician chose to treat the stricture was probably under-sized according to the physician. The stent migrated into the atrium of the heart and the pt expired post-implant.